Manufacturer narrative:
Cont e1 phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, granuloma, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "periprosthetic fluid, capsular enhancement, ganglion structures and silicone infiltration"

Event description:
Physician reported implant rupture. MRI identified, "radial folds, periprosthetic fluid, capsular enhancement, ganglion structures and silicone infiltration.". Device remains implanted. This relates to the left side